Manufacturer narrative:
Failure analysis confirmed that the insulin pump passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor alarm test, and excessive no delivery alarm test. No blank display noted. However the insulin pump was received with high idle current. The problem was isolated to interface board. Analysis was unable to complete functional due to high idle current. The insulin pump was received with cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of the call. The customer states the screen went blank. The insulin pump switched off without alarm. The insulin pump will be returned for analysis.